Event description:
Healthcare professional reported a patient experienced an "abscess" in their lateral cheek after being injected with juvederm® voluma¿ xc in the cheek/ mid-face area.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to section c. Suspect product: lot # 918. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "right upper molar tooth infection," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Additionally, the healthcare professional reported injecting the patient in the right and left lateral and medical cheek with 2 ml of juvéderm® voluma¿ xc. The event occurred 15 days later, with the ¿abscess¿ on the lateral cheek. The healthcare professional did not believe the event was device related, with the etiology noted as non-device related ¿right upper molar tooth infection.¿ on the day of onset, the patient was treated with cephalexin 500 mg tab bid 14 day and a medrol dosepak. Six days later, the patient was treated with doxycycline 100mg x 14 days, mupirocin topical ointment x 10 days, along with incision and drainage. More incision and drainage was provided 2 days later. Five days later, the patient had a cmp and cbc performed that showed ¿wnl, wbc up 12,000¿ and a CT scan that showed ¿phlegmon on right lateral cheek no abscess indicated.¿ eight days later, the patient received more doxycycline 100mg x 14 days. The event is ongoing and the ¿patient is still being monitored on antibiotics per protocol.¿